Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The patient is a (B)(6) female who presented with a ruptured aneurysm on the anterior communicating artery. The aneurysm was coiled on (B)(6) 2014 and during the procedure with the placement of the first coil, there is an extension of a later coil loops through the aneurysm wall medially and extravasation of contrast was noted on follow up angiogram. Follow up angiograms demonstrate progressive aneurysm occlusion. On the follow up angiogram at the end of the procedure, there is good occlusion of the aneurysm and no contrast extravasation. No angiographic evidence of thromboembolic occlusion. She was extubated the subsequent day temporarily and then re-intubated for concern of vasospasm and the need for sedation during a CT angiogram and perfusion study that did not confirm any vasospasm. Serial transcranial dopplers had shown no evidence of vasospasm. Evd was placed for obstructive hydrocephalus. CT scans were obtained prior to evd removal that showed enlargement of ventricles but stability from one day to the next. As such, the evd was pulled on (B)(6) 2014 and the patient has done neurologically well since that time. The patient was discharged on (B)(6) 2014. The aneurysm rupture was reported as serious adverse event which required hospitalization or prolongation of existing hospitalization and resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.